Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
A technical error indicating communication failure was reported and evaluation of the received device logs also showed a technical error indicating that the safety valve was open when it should be closed. The hospital used a third party company for repair. No information of what parts that were replaced was received. No goods were returned for investigation. Attached device logs confirms that the issue with technical alarms has occured since (B)(6) 2020. Since no information of replaced parts were received and no goods were returned for investigation, the root cause of the event cannot be determined.

Event description:
It was reported that during patient treatment, the ventilator generated technical error code for safety valve open. There was no patient harm. Manufacturer ref.#: (B)(4).